Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8590-1, lot # n236433, implanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
It was later reported that the clinician took an x-ray and the patient had 'bone out of place in back'. The pump had been alarming for 2.5 weeks and the patient wanted it removed. The patient was in 'bad pain'.

Event description:
It was later reported that the patient was vomiting, not eating, and hadn¿t slept in 4 days. This started 4 days prior to this report when he ran out of his oxycontin. The patient saw a healthcare provider (hcp) on the day of this report. The patient came off his ¿oxy-eighties¿ and morphine. It was stated that ¿this thing¿ was right on the patient¿s spinal cord; however, it was unclear what this meant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was going to let the pump run out and that then he would go to the emergency room (ER) and they would have to remove the pump. The patient mentioned the catheter was implanted incorrectly because he had seen the MRI's and that the physician knows it but tried to cover it up by giving him more medication. The patient indicated that this time he was going to go out of state and when they can't hold his legs down they would have no choice but to it take out. The patient reported that he would tell them he wanted the pump out or he would get a knife and cut it out. Per the reporter, the patient was on oxycodone 80's 3x a day. The patient hoped he could rebuild his kidneys because he was having problems with them now. It was later reported that the patient¿s pump runs out at the end of the month and he plans to not get it refilled. The patient was working on having the pump turned down and was currently at 20%. The patient ¿was at 3.5 which are 3 1/2 percocet tens a day going in¿. The last print out says 3.5 mg/day. Per the reporter, this was way down from where he had it before. The patient felt that what the healthcare professional (hcp) did to him was inhuman. The patient indicated that about 2 months ago, the hcp wanted to go in and make sure the catheter was working but in order to do this he had to go in and move it. The patient reported that the hcp wanted the patient to sign papers and do it real quick. It was later reported that the patient had less than four days before his pump needed to be filled. The patient was advised by the hcp that his pump should not run dry. The hcp offered to fill the pump with saline. The patient had oral meds in case he went into withdrawal. In (B)(6) 2013, the pump was turned down to a low rate and the patient went into convulsions. He ¿lost legs¿ and went to the ER. The next day the patient had muscle relaxer shots in his back. He was told that his issue was that he had muscle spasms. The patient indicated that he herniated another disc in his back because of the trauma in the ER. After this trauma his kidney was affected and he could not go to the bathroom for months. While in the ER the patient was given IV drugs and his ankle blew up to the size of a basketball. The patient felt that the ER was trying to kill him and give him drugs. He refused a xanax, pulled his IV out and left the ER at 1:30am. The patient said that he has a catheter in his spine and he has pain at the catheter site. He said he had an MRI that showed the catheter touching the spinal cord. It felt like a knife in his back by the catheter. The patient had an appointment with a pain management physician on thursday at 9 am. The patient indicated that his pump dosage was the equivalent of twenty percocet per day. It was later reported that the catheter in his spine was hitting a nerve feeling like a knife where he was "loosing his legs" and it felt like it was 20 below zero (freezing cold) with the leg. The patient believed that the pump was fine. The patient reported that 3 days after the pump implant he had a car accident and has had issues for 1.5 years with this nerve that he believes the catheter is on. In (B)(6) 2013, after the patient's trauma the pain in his groin began and his right kidney was still bothering him where he went "weeks" not being able to go to the bathroom. The patient asked the doctor to turn his pump down to about "10 percocet a day" but the doctor refused. The patient reported that the same day the pump was updated to a 20% increase and then a 25% decrease. The low reservoir alarm volume is 2mls, volume is at 2.5mls and low reservoir alarm date is (B)(6) 2013. The patient believed that the doctor was purposely going to let the pump run dry and would not explant the drug infusion system. The patient reported that he saw a psychiatrist "(B)(6)" who basically told him he is not crazy. The patient had an MRI and stated it showed the catheter was on the nerve and he was going to go out of state and get to a hospital before the pump ran dry. It was later reported that an alarm was heard. They were at (B)(6) and had heard the pump last night. The patient was dismissed by the hcp and will be in the process of looking for a physician when he returns home. The patient was having increased pain. The patient reported that the physician kept increasing medication in the pump and prescribed high dose of percocet. It was later reported that the patient was in an emergency situation. The patient reported that they want to get the catheter out of him. He has been complaining for the last 3 months. The pain was on the inside of the groin going down his leg. Per the reporter, the reason for the call was that the pump was beeping and that the signals are getting worse. It was noted that the hcp dismissed patient because the patient was rude and afraid that if it is pulled out of his back it would leave patient paralyzed. The patient reported that when a ¿sterenosis¿ procedure was done it took 9 nurses to hold down his leg when ¿this thing was off¿, now patient has pain in heart from previous withdrawal event. The patient was planning to go to the ER. The patient gets goose bumps up to stomach now. The patient was nervous, couldn't sleep at night. It was later reported that the patient reported that he "needs an immediate fill-up and I don¿t want this thing to run out man". Telemetry confirms a non-critical alarm was occurring. The pump had been beeping for 3 days and it was described as a single beep (noncritical alarm).

Event description:
It was later reported that the patient had a CT scan done. It was noted that the patient was seeing a spinal surgeon due to what happened in the hospital 4 months ago. It was reported that the patient had a 'whole' bone out of place from when his body went into convulsions. It was later reported that the pump had been alarming for about 30 days. The alarm sounded about every 3 hours and was driving the patient crazy. The patient wanted the alarm shut off and a complete printout of the brain before he had surgery. The pump was due to run out tomorrow ((B)(4) 2013). The patient stated that he was going to have back surgery and they need to move the catheter out of there anyway. He didn¿t know if they needed to take the pump out. It was later reported that the pump was shut off by this past saturday. The patient wanted the 'total' printout from the pump showing all the changes since implant. The pump won't be explanted until the patient gets a full report.

Event description:
It was reported that per the patient, there were a lot of problems, and the health care provider¿s (hcp) were trying to cover up the issues. Specifically, the patient stated the hcp was trying to cover up the issue of where the catheter was placed. The patient wanted the pump turned down, so it was turned down but the patient then indicated they need to have the catheter moved. The patient got a second opinion about a pain he was having down his leg, and when he goes to the bathroom, which the patient subsequently had an magnetic resonance imaging (MRI) for. When the patient had the MRI, the catheter issue was discovered. The patient indicated being in 5 different emergency rooms (ER) when the pump was turned down. The patient stated ¿ when he laid on his stomach, his legs would go into convulsions. The patient noted he was losing his legs completely. The problem with the patient¿s legs started approximately 7 months prior to report. The patient stated some of the veins in his left leg are turning black and blue, and he is having knee and leg pain that is killing him, thus he cannot sleep. The patient¿s next appointment was not until (B)(6) 2013. The patient was concerned that he is going to have a heart attack. The patient then indicated being unable to find a hcp, as he was waiting for a workman¿s comp recommendation. The patient stated they were having the pump dose lowered slowly, but it was causing him a lot of pain, sleeping issues and problems with his stomach. To the patient¿s knowledge, the pump was used to deliver 0.6mg/day of morphine. It was later reported that the patient was concerned of how he would be able to have the pump removed when it comes time that the pump runs out. The patient stated when he goes into convulsions at the end of the month, someone was going to take the pump out of him even if "he has to get a gun." The patient indicated he gave a letter to workman¿s comp to show the hcp would not see him anymore. The patient was upset and wanted to find someone to help him, as he does not want to go through what he did last time. The patient indicated that the ¿MRI is showing the damage but states it's not evident that it's touching anything, but that it's is touching something.¿ the patient indicated when going through withdrawal, he feels like a knife is going through the middle of his back and his legs go out sometimes. The patient indicated that the hcp would no longer see him as a patient, but then indicated his last visit was around (B)(6) 2013, and the hcp took him down to 6.0, and the hcp was refusing to go any lower. The patient stated the hcp would no longer see him because he is not getting paid as well, as the patient was asking him to have catheter moved. The patient indicated that in addition to a lot of pain in his back, he has coldness and hotness, and feeling burning and freezing cold that¿s going down his leg, and he knows this is the catheter. The patient stated the issues started as soon as he turned the pump down about a month prior. The patient indicated he did see another hcp that could ¿fix his problem.¿ the reported information made it unclear exactly what the patient was alleging the catheter issue to be, and further unclear what the exact dose of morphine was being delivered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient now had kidney disease and his back was "10 times worse than before getting the pump." It was again noted that the reporter seemed extremely upset.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was in a car accident on (B)(6) 2013 and his knee was shattered. The patient's pump was turned off so it could be removed for surgery. The patient had to have "a few" surgeries. It was stated that "my knee is killing me" since the pump had been off. It was noted that the patient's lawyer for the car accident needed a pump report. It was stated that "it does run down your legs" and the patient couldn't feel his knees. The patient needed surgery because of something that happened with his back. The patient had a broken bone in his back. The patient was getting bad hot and cold signals even when the pump was on. This pain was not a result of the car accident. This pain started in (B)(6) 2013. The patient was seeing a pain management doctor every two weeks and was to see him on the monday following this report.

Event description:
It was later reported that the pump was to be explanted on (B)(6) 2013. It was suggested that someone was altering the pump report to change the status of the report and that "they are dealing with messing with the clock and changing the date to make it look like more things occurred on that date." The patient had numerous medical symptoms. The pump was shut off 4 months prior to this report. The patient had a 2ml "reserve" in the pump. It was later reported that the pump was "stabbing" the patient. When the pump was removed, "it was like a knife was removed." As a result, the patient needs 2 surgeries.